Event description:
It was reported that when the device was used for a colon resection, the surgeon did side-by-side anastamosis normally. Post-operatively, the pt was not responding well. Re-operation was necessary. No add'l info is available at this time.